Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd precisionglide¿ needle the needle was clogged. The following information was provided by the initial reporter. The customer stated: "a needle from the batch was clogged." Customer tried to remove the air from the needle but was unable to and could not use it."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2021-12-22. H6: investigation summary: sample and photos received for investigation. Upon visual inspection, double cannula is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is related to a vision system failure. Vision system adjustment was performed for the product related to this complaint, so the incident may have happened before the adjustment was made.

Event description:
It was reported when using the bd precisionglide¿ needle the needle was clogged. The following information was provided by the initial reporter. The customer stated: "a needle from the batch was clogged." Customer tried to remove the air from the needle but was unable to and could not use it."